Event description:
A caller reported that the insulin cartridge leaked, with the issue occurring three times on different days, starting a week and a half ago. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was educated on properly filling the cartridge before loading it onto the pump and understood the instructions. Technical support processed a return authorization for the cartridge (RMA), and the caller successfully changed the cartridge and resumed insulin therapy.